Event description:
Physician had placed catheter caudally and removed epidural needle. Two injections were made. When attempting to remove catheter, catheter became lodged inside of patient and began to stretch/ unravel. Attempted to reposition patient but still could not remove stuck catheter. Catheter was eventually broke off after several attempts to remove. Section of catheter remained in the patient and had to be surgically removed at a later date. No further complications reported.